Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing the device failed the readiness test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was evaluated by zoll medical united kingdom's service department. Evaluation of the pads indicated the customer was using pads that were expired for over 3 months. As per the product design the pads have a shelf life of 24 months. The customer was instructed to check dates on the pads and to perform stock rotation. A replacement was sent to the customer. No trend is associated with reports of this type. Also, it is important to note that the customer was contacted and they clarified that since they were using an expired set of pads, the device did recognize the pads, however, failed the readiness test. Report of this nature typically do not meet our requirements for submission of a medwatch report.